Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported when using the needle 25ga 1in there was leakage and defective needle. The following information was provided by the initial reporter. The customer reported the following issues regarding the needle: leakage ×18 devices, hole in needle ×1 device.